Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Action taken with dianeal therapy was not reported. The patient was hospitalized. The cause of peritonitis was unknown. Patient outcome was unknown.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h13d05055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).